Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2024-07234 it was reported that during an ipg replacement surgery on (B)(6) 2024 [related manufacturer report number: 1627487-2023-05433] it was discovered that the leads were fractured and had high impedances. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.